Manufacturer narrative:
Implanted date: device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination. The same user facility reported similar events for another device with the same product code/lot number combination, see MDR 3013394970-2017-00490.

Event description:
The user facility reported the doctor, the end user said he had two defective angioseal devices both with the same problem. When setting the angioseal device, the second click broke the back. He stated that this happened even though the "green back was mostly opposed to white as usual." Additional information was received on 10/25/2017. Pressure was held when the problem occurred.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.